Event description:
Customer service received a call from facility regarding a patient having an allergic type reaction to the tulip needle on (B)(6) 2018. After receiving the information regarding this issue, our clinical specialist followed up with the facility and spoke with nurse manager on (B)(6) 2018, who stated that they have one patient that has experienced allergic reaction type issues with the tulip needle since the patient began dialysis treatments about a year ago. This patient has only ever used the tulip needle for her treatments and has always been experiencing this reaction. Nurse stated that the reaction is not specific to the lot number, though she gave me the lot number for the needles they are currently using in the facility. The patient is experiencing redness and an open area in the skin around the needle insertion site long after treatment. The physician at the facility has ordered an antibiotic cream to be used on the patient's access site every day of the week. Initially, the physician at the facility thought this reaction was caused by the area on her body where the fistula was placed, and had a new hero graft access placed in a different location about 4 months ago. Even with all these interventions, the patient is still experiencing the same allergy type reaction. Nurse stated that the patient has not yet visited an allergist, this has been suggested to the physician. Although the patient has had these reactions, they continue to use the same avf needle. There have been no changes to the patient's current medications or dialyzers used during dialysis. Devices used: nipro blood tubing set w/transducer protector. F2008t dialysis machine. Fresenius optiflux dialyzer.